Manufacturer narrative:
Device evaluation: the camera ethernet cable kit was returned for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. Only two of the cables from the returned kit had been used. Both were found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the returned cables. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The broken ethernet connector was replaced. The ethernet cable of the camera was also replaced. Both issues were then resolved. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the camera did not track the instruments properly. This issue occurred pre-operatively during the verify instruments task. The site tried tracking different instruments and patient reference frames, but the same behavior occurred. The site tightened the camera cable and tracking then seemed to work. It was suspected that there was an issue with the camera cable. Additionally, it was reported that the ethernet connector was broken and some of the pins were bent. The representative connected an ethernet cable directly from the switch and it resolved the issue. It was noted that it was likely due to the bad use from the site when connecting and disconnecting the cable. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.